Event description:
The hcp reported that the device was explanted due to infection, which caused ipg to erode through skin. The device was returned to the MFR for analysis. A follow-up report will be sent if additional information becomes available.